Event description:
A malfunction with code 24 was reported, and this issue did not lead to the customer's blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as backup therapy.